Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip was scratched and had poor visibility on the vasoview hemopro 2. An accessory kit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. Additional evaluation is required. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).